Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has pain and urgency and  had their device removed on (B)(6) 2018.  No further complications were reported/anticipated at this time.